Event description:
The device was not clinically applied. Reportedly, the sleeve disengaged. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The sleeve in question was not returned to the MFR for evaluation.